Event description:
It was reported that an x-ray taken approximately 3 months post-operatively showed one of the roi-c plates has fractured. The patient is asymptomatic. There is not a revision surgery planned, however, the surgeon will monitor the patient at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an x-ray taken approximately 3 months post-operatively showed one of the roi-c plates has fractured. The patient is asymptomatic. There is not a revision surgery planned, however, the surgeon will monitor the patient at this time.

Manufacturer narrative:
Additional information in : component, investigation type, findings, and conclusions. Device evaluation: product has not been returned, but an x-ray was provided showing the post-op plate fracture. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operational or post-op factors. DHR review: DHR review unable to be performed as lot number is not known. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.